Event description:
During a shoulder arthroscopy, the tip of the ablator fell off/detached. This occurred about 5 minutes into the procedure. It is alleged that the appropriate settings were used. The tip of the device was retrieved easily within just a few minutes. No injury reported.